Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 3/11/2011, electrode belt: 11/12/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was at home with his wife present at the time of passing. The patient lost consciousness and the patient's wife called ems. Review of the patient's download data revealed that prior to passing, the patient received two appropriate treatments from the lifevest and five non-lifevest treatments from ems. At 12:40:08, the patient received the first treatment from the lifevest during vf. The patient's post-shock rhythm was sinus rhythm at 50 bpm. At 13:13:21, the patient received the first non-lifevest treatment. The patient's rhythm at the time of the treatment was vf with CPR and motion artifact, and the post-shock rhythm was obscured by CPR and motion artifact. The patient was in vf for 9 seconds prior to the external treatment delivery. At 13:14:17, the patient received the second non-lifevest treatment. The patient's rhythm at the time of the treatment was vf with CPR and motion artifact, and the post-shock rhythm was obscured by CPR and motion artifact. The patient was in vf for 2 seconds prior to the external treatment delivery. At 13:14:57, the patient received the second treatment from the lifevest during vf with CPR and motion artifact. The post-shock rhythm was also vf with CPR and motion artifact. From 13:15:57 until 13:24:31, the patient received the third, fourth, and fifth non-lifevest treatments. The patient's rhythm at time of the third non-lifevest treatment was vf with CPR and motion artifact. The post shock rhythm was obscured by CPR and motion artifact. The patient was in vf for approximately 19 seconds before receiving the defibrillation. The patient's rhythm at time of fourth non-lifevest treatment was obscured by CPR and motion artifact. The post-shock rhythm was vf with CPR and motion artifact. The patient's rhythm at time of fifth non-lifevest treatment was vf with CPR and motion artifact. The patient's post-shock rhythm was CPR and motion artifact. The patient was in vf for approximately 3 minutes 28 seconds before receiving the defibrillation. CPR and motion artifact prevented the lifevest from delivering a treatment during this time. The patient's rhythm then degraded to severe bradycardia at 20 bpm. The electrode belt was disconnected at 13:25:58. The response buttons were no pressed during the event. There is no indication that a device malfunction caused or contributed to the patient's passing.